Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was intermittently under-sensing on current and stored electrograms (egm). It was also reported that this led to inappropriate atrioventricular pacing. The ra lead remains in use. No patient complications have been reported as a result of this event.